Event description:
The facility reported a flo-gard infusion pump which overinfused. The customer stated they tested this pump before sending it in for service and found it to be overinfusing by 21% when they tested the pump at 100ml/hr for 30 minutes (the pump infused 60.5ml in 30 minutes versus the intended amount of 50ml in 30 minutes). It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.